Event description:
It was further reported that a lead integrity alert (lia) occurred, and lead impedance "jumped" out of range on the rv lead. Sensing integrity counts (sics) and noise were also observed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-45 lead, implanted (B)(6) 2010. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was determined to be fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.